Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported it was unknown if the consumer's recharging frequency matched their settings. The cause of the event was determined to be that the device started showing the elective replacement indicator (eri) message approximately three months after the initial report of the event. The device was removed and replaced on (B)(6) 2015 due to normal battery depletion. Following this the consumer recovered without permanent impairment, was doing well, and receiving effective therapy.

Event description:
It was reported that the patient would charge their implantable neurostimulator (ins) up to 4 to 6 hours one day and then it would get warm and they would not want to charge. Then, the next day, the recharged a couple of hours and it charged up (did not take as long). The issue had been occurring within the last year and the patient could not pinpoint an exact time. It was also noted that the patient did not get a thermometer symbol on the screen on the recharger. The patient stated that it was taking longer to charge their and since their ins was 9 years old they wanted to make sure it was still operating because their healthcare professional (hcp) knew it was getting close to the end of time. The patient had not been told that anything was wrong. In addition, the patient stated that they recharged their device every 3 weeks (¿give or take¿) and that they used the stimulation therapy 24 hours a day/7 days a week. The patient had notified there healthcare professional hcp regarding the issue during a visit on the day of report where they had a regular checkup and to get a refill prescription. Follow up information received from the patient reported that they had no concerns with their device therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 355029, lot # n077071, implanted: (B)(6) 2006, product type accessory; product ID 377775, lot # v004859, implanted: (B)(4) 2006, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).